Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke near the cath-lock. There was no reported patient injury.

Manufacturer narrative:
A medical image review was performed on 08/13/2018 and the associated fields were updated. Medical image review summary: based on the image provided, two irregular semi lunar shaped radiopaque densities were demonstrated at the aortic arch, at the level of the six rib, between the sixth and seventh thoracic body. The identity of the two semi lunar shaped radiopaque densities cannot be determined. Based on the image provided, a vertical long linear radiopaque density was demonstrated to be adjacent to the thoracic spine, from the level of t2 - t9 of the thoracic spine. A lateral chest x-ray would be needed to determine the exact location of the long linear radiopaque density. The identity of the long linear radiopaque density could not be determined. Based on the image provided, a radiopaque density was demonstrated in the right upper lobe between the fifth and sixth rib, the density was in the shape of an ¿l¿; however, it cannot be determined if the radiopaque density was located within the patient. A lateral view of the chest is needed to determine the location of the radiopaque l-shaped density. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter broke near the cath-lock. There was no reported patient injury.

Event description:
It was reported that the catheter broke near the cath-lock. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample returned for evaluation was one m.r.I. Lp plastic port with 7 fr s/l groshong catheter. Visual and microscopic evaluations were performed of the physical sample, and a review was performed of the returned x-ray(s). The port showed to have a fragment of tubing embedded on the stem. The catheter-lock showed evidence of tool damage at the mid point and distal extremity. A detached segment of distal tubing was also returned. The fracture surfaces are granular with defined edges and inclined fracture planes. The common fractures and breaks were confirmed to match up in profile and characteristics. The observed characteristics are consistent with damage due to improper handling and/or assembly of the catheter and catheter-lock on the port stem, resulting in catheter break at the port stem. Therefore, the investigation is unconfirmed for subcutaneous leak/break/split w/o embolism and confirmed for catheter break at stem. Per the evaluation results, the observed characteristics are consistent with damage due to improper handling and/or assembly of the catheter and catheter-lock on the port stem, resulting in catheter break at the port stem. While a definitive root cause could not be determined based upon available information, it is possible that procedural issues during catheter attachment to the port stem contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.